Event description:
It was reported that a spectrum wireless battery module lost power during an infusion of levophed in the intensive care unit (ICU). During the infusion the pump was disconnected from the power supply to take the patient to CT scan. The machine displayed a shutdown message and turned off. The arterial pressure was showing 100/74 and after the event the arterial pressure was 88/54 (hypotension). The pump was changed immediately. No further information was available at the time of this report.

Manufacturer narrative:
E1: initial reporter last name: (B)(6). E1: initial reporter address: (B)(6). The device was received for evaluation. During functional testing, the evaluator tested the customer battery module with the pump and experienced multiple ¿check battery!¿ alerts and found the pump did shut down when unplugged, which would be expected if the pump was prompting a ¿check battery!¿ alert. A battery alert presents with the message: ¿battery error do not unplug pump! Battery operation may not be available.¿ a review of the event history log was able to be performed since the pump was returned with the battery module. The review revealed multiple events of ¿improper shutdown¿ on the reported event date. There were also multiple events of ¿battery alert!¿ found in the history log prior to the ¿improper shutdown!¿ a device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The cause of the condition was determined to be corrosion on the battery contact pads as a result of fluid. The battery module requires replacement to address this issue. The spectrum operator's manual lists the following warning: always confirm safe, accurate pump operation by: periodically checking battery status and replace if necessary. Additionally, proper cleaning instruction for the pump and battery module can be found within the spectrum operator's manual. Should additional relevant information become available, a supplemental report will be submitted.